Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch penlet plus lancing device had a broken cap. The patient indicated that the alleged lancing device issue started on an unspecified date towards the end of approx a month earlier. The patient did not take any actions related to diabetes treatment as a result of the alleged issue. Also, on an unspecified date at the end of august, 2007, the patient reportedly had symptoms of sweating and became unconscious. The patient was treated by emergency services and given a glucagon injection. It would have been helpful to know the following information: the dates and times of when the alleged lancing device issue started, when each symptom developed, and when the medical intervention was given. In addition, it would have been helpful to know the patient's testing frequency, his diabetes management and medication regimens. If any changes were made to the regimens because of the alleged issue, if the patient was hospitalized, and if the patient was still able to test his blood glucose although the lancing device cap was broken. The meter, test strips, control solution, and lancing device were replaced. This complaint is being reported due to the unresolved lancing device issue. The patient claimed he developed symptoms suggestive of hypoglycemia and received a glucagon injection from emergency services during the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, control solution and lancing device for evaluation, but has not yet received them. If either the meter, strips, control solution, and/or lancing device are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.